Event description:
Event description guidant received information that this ventricular lead had high thresholds just after implant. It was determined from an x-ray that the lead had dislodged and had possibly snagged onto something.